Manufacturer narrative:
Corrected data: b5: upon further review, it was determined the patient 's ipg was explanted and replaced due to communication issues between their ipg and charging system. H6 (medical device problem code): the correct code has been provided.

Manufacturer narrative:
The reported event, of ipg inoperable was confirmed. The ipg would not communicate, due to a depleted battery. The battery was recovered, and the ipg communicated charged. And was tested to manufacturing specifications using the auto tester. The cause of the depleted batter was unable to be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg over extended period of time after experiencing unspecified issues of recharging their ipg. In turn, the patient's ipg became inoperable. As a result, the patient's ipg was explanted and replaced to address the issue.